Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device had cuff inflation/deflation issue while intubating a patient. It was reported that the cuff did not inflate when air was pushed into the cuff; however, the blue piece at the end of the device appeared to have air in it. It was stated that the cuff appeared to be ruptured. It was reported that there was micro-aspiration in the patient, which led to a bronchoscopy to eliminate copious mucous plugs and the patient required re-intubation. The customer reported that there was patient death but it was indicated that the patient¿s subsequent death had no relation the to the incident.